Manufacturer narrative:
Final device investigation found that the device was returned with a crack on the shaft and the push fork not aligned with the jaw. The metal piece on the back of the push fork was bent outwards. Upon evaluation, the five remaining clips did not load properly and came out of the device unformed. The device was returned with one clip that had a "v" shape. No packaging was returned with the device, so the device history record could not be identified. As all devices are visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that the clop did not fire correctly. The clip did not close completely, and therefore did not occlude the vessel properly. Another device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.